Manufacturer narrative:
(B)(4).

Event description:
During a refill appointment, it was reported that the low reservoir volume was not heard and a minimal volume higher than expected was observed in the pump. The low reservoir alarm was verified to be on. There were no patient effects reported.

Manufacturer narrative:
(B)(4).

Event description:
There have been no additional issues reported and the patient is doing well.